Event description:
The user reported that the reservoir level detector module of the safety monitor failed to perform according to specifications. No pt injury was associated with this event.

Event description:
Reservoir level detector module of the safety monitor failed to perform according to specifications. No patient injury was associated with this event.